Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when firing on a laparoscopic hemorrhoidectomy, the handle can not be squeeze. To resolve the issue, a new stapler was used. There was no patient injury.